Event description:
It was reported that during a thyroidectomy procedure, the nerve integrity monitor was detecting intermittently. The interface screen was displaying messages 'could not detect' and 'no communication'. A cable was 'jiggled' and the device would work and then stop again. At some point during the procedure a fuse was replaced in the white cable. The procedure was completed without further incident or injury to the patient.

Manufacturer narrative:
This unit was returned to the manufacturer service and repair department with the comment of "repeat repair". (B)(4) nim response patient nerve stimulator lot 58661800. This device was returned with the nim system for the repeat repair. Product # 8252001ip; mainframe 8252001ip response 2.0; ip1349: repair notes> could not duplicate customers concern. As a precautionary measure, placed unit in burn-in for 24 hours attempting to observe any heat related failure. Unit never failed. The unit was tested and passed all manufacturing specifications. The fault was found on patient interface, cable was shorted. Unit was returned to the customer. (B)(4) nim response patient nerve stimulator lot 58661800 <(><<)>repair notes> no fault found with the unit. The item was tested and passed all manufacturing specifications. Unit was returned to the customer. The muting probe that was initially returned with the nim system was not returned for the repeat repair.

Manufacturer narrative:
This MDR report is the second of two reports being submitted for this event on two components involved and related to this event (reference MDR # 1045254-2012-00152). Add'l device: nim muting detector probe. (B)(4). The device and system components were returned to the manufacturer for evaluation. The evaluation of the mainframe found the lcd touchscreen and battery touchscreen failed. The device was repaired and tested to specifications and returned to the customer. The results of the investigation confirmed the device failure and found the investigation is inconclusive as the device failure could not be confirmed. Service and repair performed routine preventative maintenance of the device system and all components were returned to the customer. This device was being used for treatment purposes. The nim-response 2.0 is a four-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-response 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. This device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. The indications for use states: the nim-response 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.